Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, tore while being taken out of the vial. The lens was torn before loading and was not due to user error. There was no patient contact. The reporter indicated the event was perhaps a manufacturing defect. Another same model lens was implanted.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect the damage to the lens. Physician report does not indicate that any exceptional event or condition would have caused damage to the lens. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and one haptic torn. A piece of one haptic was torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).